Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the driving axle due to effect of force.

Event description:
Consumer reported via online chat the brush head had been falling off when using the toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via online chat the brush head had been falling off when using the toothbrush. No injury was reported.